Event description:
The customer reported that when pt returned for their post-op checkup, the surgeon noted what he described small, second degree burns, one on both of the pt's inner thighs. The procedure, which was a bowel resection, used a reusable (non-covidien) pad, located on the leg. The surgeon surmised that the pencil (manufacturer unk) in use arced causing the burns. Because the injury was not discovered until after surgery, none of the surgical instruments were saved. The site noted that the pt was obese. The site also noted that the pt had previously had knee surgery with metal components in the leg opposite the leg with the pad in this surgery.

Manufacturer narrative:
(B)(4). The site has indicated at this time that they do not expect to return the generator for further evaluation. The hospital's biomedical engineering staff checked the generator and it tested fine. The site contact indicated that the pt's catheter was a possible cause of the marks on the pt's legs.